Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message); "touchscreen froze" (no display or display failure); "system shut down" (loss of power). The surgeon reported system messages displayed, the touchscreen froze, and the system shut down during surgery. Additional information received stated the system was rebooted, and the surgery was completed as planned. The system was used to complete cases for the day. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and replaced the pcb. The pcb will be sent for in-house evaluation. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).